Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead yielded sub-optimal measurements. After the lead was repositioned, difficulty was experienced extending the helix of this lead. After the procedure, the patient presented pericardial effusion and a pericardiocentesis was performed. The rv lead remains in service. The patient was feeling dyspnea after the procedure, but otherwise no additional adverse patient effects were reported